Event description:
A patient with anal atresia was implanted with an acticon device on (B) (6) 2008. On (B) (6) 2009, the entire device was removed, due to an infection and erosion. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.

Manufacturer narrative:
Additional catalog #s: 72402106, 72402287. (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.